Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented with ra lead noise. The noise was reproducible with arm movements. Programming around the noise was not possible due to the amplitude of the noise. Lead revision will be discussed.